Manufacturer narrative:
Findings: pump had severely cracked and bleeding lcd glass, and minor scratched display window. (B)(4).

Event description:
The customer's parent reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. Customer's parent stated the screen looks like a rainbow of colors and they are unable to see anything on the screen. The device might have been bumped or dropped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.